Manufacturer narrative:
Heartsine evaluated the returned device and confirmed the reported fault. The reported fault was attributed to a red status led and beeper fault.

Event description:
Red status led and beep. No patient involvement.

Event description:
Red status led and beep. No patient involvement.